Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl. Elevated bg was addressed by correction bolus via pump. On (B)(6) 2025, the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of saline, insulin, and blood pressure-raising medication. Reportedly, the customer was released from the ICU on (B)(6) 2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.